Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, low heart rate, dizziness, nausea, low blood pressure and feeling "hot". The patient was admitted to hospital. The implantable pulse generator (ipg) exhibited early battery depletion. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.